Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen (750.0 mcg/ml at 180.11 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. A device interrogation was performed on (B)(6) 2014, revealing a motor stall with recovery without documentation of an MRI. The device diagnosis was a pump motor stall. There were no actions taken. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2014. There were no reported symptoms. (Omitted information contained in (B)(4) motor stall w/ recovery, MRI).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 which indicated the motor stall occurred on (B)(6) 2014 at 14:41 and recovered on (B)(6) 2014 at 15:20. The cause of the motor stall was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.